Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a skin reaction at the abdomen. The sensor was inserted at the abdomen on (B)(6) 2017. The reaction was described as very itchy, irritated red skin, and weeping clear fluid. Affected area was treated with fluocinonide topical ointment .05 usp. Date of prescription is unknown. At the time of contact, patient is improving. No additional patient or event information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.